Event description:
Allegedly modular neck breakage consecutive to the fall of the patient.

Manufacturer narrative:
This investigatin is not complete. This report will be amended when the investigation is complete.